Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's alarm volume and vibration were too low. No additional information was provided by the customer. Reportedly the customer had an alternate pump for insulin therapy.